Event description:
It was reported that urine leaked from the tamper-evident seal on the 2nd day after use.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Evaluation found no sign of leaking at sample port to catheter area. Inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use (8) keep the drainage bag below the bladder level without touching the floor. (Fig. 6) (9) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (Fig. 7) 2. Precautions for use 8) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. (9) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] (10) when disposing of urine, observe the following; 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the tamper-evident seal on the 2nd day after use.